Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. Self test failed because the vibrator failed to vibrate when it was supposed to. After further review, there are signs of previous moisture presence and corrosion around the battery connectors on electrical board as well as inside the battery compartment and on the battery board underneath it. Device was received with a horizontal crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on and there was a crack at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.